Event description:
A center director reported a small abrasion, observed in the patient's left eye four days post lasik. Patient felt the left eye was dry. Upon follow-up, reporter indicated a topical antibiotic drop was started and the abrasion healed. Patient noted the dryness was improved also.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).